Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen at a concentration of 2000 mcg/ml with a dose of 530.85 mcg/day. It was reported an empty pump alarm occurred on (B)(6) 2016 at 3:30am. The representative had access to the clinician programmer. The patient missed the refill. The representative stated the office input the wrong date; they had 2013 instead of 2016, so it did not trigger them to contact the patient to schedule a refill. The pump was refilled the day of the report. The representative stated the hcp resolved the issue by refilling the pump and he already informed the hcp that the therapy resumed upon refill. The representative stated he would update on the potential damage considerations. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.